Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a diagnostic heart catheterization. Reportedly, when the plunger was retracted the needles did not exit the posterior part of the device. The foot was closed and the device was removed. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filed, additional information received: returned device analysis revealed two cuff tabs were broken off and were not returned with the device. A cuff tab measures one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The location of the cuff tabs is not known. The physician was notified, who indicated there was no adverse patient sequela.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needles did not exit from the posterior part of the device when the plunger was removed was confirmed. Additionally, device analysis revealed that two of the anterior cuff tabs were broken off and not returned with the device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional, relevant information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.